Event description:
Device 1 of 3. Reference MFR report #s 1627487-2014-00129 and 1627487-2014-00130. The pt's ((B)(6)) therapy system includes an ipg and two percutaneous leads from different lots. It was reported the pt suffered a fall and since that time has experienced diminished pain relief. The pt is reportedly receiving stimulation; however, a diagnostic test found low impedance readings for several lead contacts. An x-ray will be taken to assess the integrity and connection of the leads.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.